Event description:
Upon transfer out of neurovascular intervention lab it was noted the transducer was not attached to evd/ventriculostomy monitoring system. The system was clamped to patient at most proximal stopcock prior to event. It was noted the plastic connection hub was broken off at base.